Manufacturer narrative:
Problem with device attributable to nature of use in a foreign country, where units are used for unknown extensive periods causing components to wear out. Unit was repaired and returned to customer. Complaint not confirmed, device cycles at varying compression to ventilation ratios. Dome shading present. Lon tie bar nuts loose, allowing ratchets to move independently from each other and sequencer spool. Lon ratchets severely worn also. Unit opened prior to return by customer. Analysis/root cause: insufficient torque on lon tie bar nuts, after substantial wear has occurred. Thickness of ratchets has also worn down several thousandths of an inch, leading to a torque reduction.

Event description:
As reported, device was exhibiting a 4:1 compression to ventilation ratio.